Event description:
It was reported the pt's programmer was malfunctioning. It was stated as soon as the programmer was connected to the ipg, there would be an increase in the intensity. It was also reported the buttons in the pt programmer would not respond. A replacement programmer was sent to the pt and it resolved the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.